Event description:
It was reported that when using the bd pyxis¿ medbank tower was unable to issue medication as it was not appearing in the cabinet list despite cycle count. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of this incident, it was determined that the medication did not appear in the cabinet list and could not be issued despite cycle count being performed. A technical support specialist verified the medication in mql, advised performing a cycle count, and guided the user to override the medication to successfully issue it. The system functioned as intended after the technical support specialist investigated the issue.